Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility canceled the visit by the olympus field service engineer for an unknown reason, so the device may be functioning normally after the reported event occurred. Parts related to ignition of the examination lamp, such as the power converter, igniter unit, and main board, may have deteriorated over time, because more than 12 years have passed since the device was delivered. This may have caused a temporary problem. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. The olympus field service engineer (fse) was planned to visit the user facility, but the user facility was canceled the fse visit for unknown reasons. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during commissioning, the xenon lamp did not ignite and only the emergency lamp worked. The xenon lamp was replaced by a medical technician at the user facility, however the issue could not be resolved. There was no report of patient injury associated with the event.